Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010. Between this date and (B)(6) 2011 the device fails the automatic self test 5 times due to a low battery. The fail on (B)(6) 2010 went unnoticed by the user which resulted in the depletion of the pad-pak. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. Testing indicated that under load current flow through the pogo-pins was sufficiently reduced when then pad-pak was agitated to trigger the low battery warning. The fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.